Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported an 8100 pump had a sticker on it that said ¿broken.¿ iui corrosion was found on investigation.

Event description:
It was reported, an 8100 pump had a sticker on it, that said ¿broken¿. Iui corrosion was found on investigation.

Manufacturer narrative:
The reported issue, that the device was "broken" with observed iui corrosion found could not be confirmed. No product was returned for investigation. No further investigation of this event is possible at this time. And no patient involvement was reported. The root cause for the reported issue "broken" was not determined, because no product or device logs were returned. Device history: a review of the device history record showed, the device had a manufacture date of 06/19/2015. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. H3: other text: device not returned.